Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 81 mm abdominal aortic aneurysm. It was reported that approximately 33 months post index procedure, an endoleak type ia was noted. An etcf3636c49e and etcf3636c49e were implanted along with bilateral renal snorkels on the following day. A very slight endoleak persisted and was not resolved. As per the physician, cause of the event was anatomy related due to dilated aorta. No additional clinical sequelae were reported and the patient will be monitored.